Manufacturer narrative:
Device evaluated by manufacturer: guidewire lumen: visual and tactile examination of the guide wire lumen showed that the guidewire lumen was accordioned 129 cm from the hub of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03071. It was reported catheter stuck on guidewire. While trying to advance a spiroflex angiojet thrombectomy set over a pt2 guide wire, the physician noted there was a lot of friction and could not push the wire completely into the lumen. When trying to remove the wire from the catheter, it was stuck and damaged the angiojet catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03071. It was reported catheter stuck on guidewire. While trying to advance a spiroflex® angiojet® thrombectomy set over a pt2 guide wire, the physician noted there was a lot of friction and could not push the wire completely into the lumen. When trying to remove the wire from the catheter, it was stuck and damaged the angiojet catheter. No patient complications were reported.